Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the instrument reported was not working properly and intermittent solid tones. The case was finished by opening another lcsc5. There was no consequence to pt. No other information known.